Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down 4 times during transport of patient. Drug, rate, dose and volume were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: additional information was provided by the reporter stating the technician found one off the battery pins to be corroded and three other pins were depressed. After powering on the unit there was an alarm: "do not unplug pump!" Battery operation may not be available and radio was disabled with no mac address. When the unit was turned off and plugged in, there was a check battery message. Additional information: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.